Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low pacing impedance and high capture threshold. On (B)(6) 2026, the physician elected to cap the rv lead and replace it with a new one. The patient's condition remained stable.